Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10594.

Event description:
The sales rep reported via email that during a knee scope with acl and meniscus repair it was determined that the patient had a lateral meniscus tear and the surgeon decided to repair it using truespan. He used a 12 degree and went in through the lateral portal to try and place the first implant. The meniscus was penetrated until the white sleeve was flush, red trigger was fully pulled and made a click, red trigger was released and the needle was withdrawn only to find that the implant had deployed but came back out with the needle, seemed to have not flipped or caught on the back of the meniscus. We opened another implant, took the same appropriate steps and had the same thing happen again. The surgeon agreed to try one more time. I asked him to make sure he was not entering the meniscus in the same location/angle as the tissue didn¿t seem to be the best. I also suggested he switch portals to the medial portal to give him a better angle and access to better tissue. He agreed to try again through the medial portal and the truespan worked flawlessly. We ended up successfully implanting 3 truespan total with no further issues. There were no patient consequences. The devices are not being returned for evaluation.